Event description:
It was reported that patient underwent surgery for a complication not related to the device or leads. Upon interrogation it was reported that there was loss of capture on the atrial lead. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.